Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the cardiac resynchronization therapy defibrillator (crt-d) identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a shock was attempted, followed by three high voltage during charge faults. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
Boston scientific received information that that this device detected low out-of-range shock impedance measurements during defibrillation threshold (dft) testing at implant. The device also recorded a code 1004 indicative of shorted shock and 1006 indicative of high voltage detected on lead. The other manufacturer's lead that was connected to the device at the time of the observations was capped. The device was not implanted and a different device was successfully implanted. No adverse patient effects were reported.